Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 400 mg/dl. He bolused to correct his blood glucose level but his blood glucose level was still 400 mg/dl an hour later. The customer's blood glucose level went up to 456 mg/dl. The customer was feeling a little dizzy. He treated his blood glucose level with the insulin pump. The reservoir had an air bubble. The buttons on the insulin pump were not working again. The insulin pump alarmed meter blood glucose. The device was not returned.